Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the taxus liberte drug eluting stent dislodged. The lesions identified were: 80% in-stent restenosis of the distal lad (left anterior descending), 60% stenosed mid rca (right coronary artery), and 90% stenosed lcx (circumflex). First, the physician successfully implanted a 2.25x24mm taxus liberte at the lcx lesion. Then the physician tried to use another manufacturer's balloon to predilate the lad lesion. The balloon did not cross through the lesion and another 2.0x20mm balloon was successfully infalated to 18-20atm three times. Then used another 3.0x20mm balloon and inflated at 20atm. The taxus liberte 3.0x28mm drug eluting stent was then used to treat the restenotic lad lesion. The taxus liberte could not cross the lesion due to severe calcification of the lesion. During withdrawal, the stent dislodged from the delivery system at the radial artery. The physician performed a cut down of the radial artery and removed the stent. During the procedure, the patient experienced left heart failure and was treated with an iabp (intra-aortic balloon pump). The patient was reported to be stable following the procedure.the physician further reported that the calcification was much more severe than anticipated and the event was not device related. The physician felt that the event was mostly because of the procedure and patient co-morbidity.

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met material, assembly and product specifications at the time of release to distribution. Following device analysis, it was noted that the condition of the returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed that the stent was not returned for analysis. The tip of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. Microscopic examination of the balloon found no issues with the balloon material. A labeling review identified that the device was not used per the directions for use (dfu). The complaint report states that the lesion was severely calcified and had 80% stenosis present. These could be potential contributing factors to the complaint incident. Heavily calcified lesions are contraindicated in the dfu. In the complaint report, it is also noted that the physician encountered significant resistance during the procedure. It is advised in the dfu, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The most probable root cause of this event is operational context.